Event description:
It was reported that during a knee procedure using an ambient covac 50 ifs wand, the wand displayed an error code after 5 minutes of activation. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.